Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile change prior to damage) issue. The reporter indicated that the buttons on the pump are getting very difficult to push and nonresponsive. The reporter also noted that the keypad is peeling more on the top part. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 10/18/2013 - device evaluation:the pump has been returned and evaluated by product analysis 10/09/2013 with the following findings: the keypad cover was found to be torn over the ok button. During testing, the ok keypad button was found to be intermittently unresponsive; all other keypad buttons responded appropriately. The keypad cover was removed and the ok button contact was found to be inverted. There was evidence of contamination found under all key contacts. Unrelated to the complaint, evaluation revealed that the display screen was found to be dim and discolored. A test screen was inserted and was found to function properly. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.